Manufacturer narrative:
This report is submitted on august 17, 2023.

Event description:
Per the clinic, the patient experienced an infection around abutment site. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported).